Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device does not power on. There was no adverse patient impact reported.

Event description:
The customer reported that the device does not power on. Further information was provided that the device does not recognize the test loads when it turns on. There was no adverse patient impact reported.